Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the customer reported issue. The cse placed the graphic user interface (gui) printed circuit board assembly (pcba). The software was updated from aa to ak level. The ventilator passed calibrations, extended self-testing (est), short self-tests (sst) and full performance verification testing (pvt). Covidien ref: (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced an erratic display. There was no pt involvement at the time the event occurred. The date of the event is unk.